Event description:
Customer's spouse reported via phone, the insulin pump was making a steady high pitch noise and the display was blank. Customer had changed the battery, but both issues persisted. Customer's spouse stated the customer was in the shower with the device connected. He covered it with a towel and the device didn't get wet. Customer's spouse didn't know the customer's blood glucose. No physical damage was noted on the device, it wasn't dropped or bumped. The device was exposed to moisture in the shower. After the exposer, the display went blank. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.